Manufacturer narrative:
Additional suspect medical device component involved in the event: model: sc-1200, serial/lot: (B)(4), description: precision montage MRI ipg sterile kit. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the patient underwent a permanent implant procedure. Immediately after surgery, the patient was unable to move his legs and feet. The patient underwent an explant procedure to remove the entire system. After the explant procedure, the patient can move his feet slightly, but he can't move his legs. The physician stated that the cause of the symptoms was unknown and that the patient was on aspirin when he experienced a small blood clot during the explant of the paddle lead. The physician also noted that the patient had a narrow space to place the lead. The physician believes that the patients symptoms were not device-related, as they were nothing out of the norm for this surgery. The physician stated that the patient had a lot of scar tissue in the area when the paddle lead was placed. The explanted products will not be returned per physicians preference.